Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer operation stopped unexpectedly. However, it was indicated that an error was found that indicated the micro processor unit (mpu) required replacement. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer operation stopped maintenance check. The programmer was returned for service. No patient complications have been reported as a result of this event.